Event description:
During an angioplasty procedure this balloon burst at about 6 atmospheres. The target lesion was below the knee in a calcified vessel. The pt was a female. The physician made access to the pt in the femoral artery (side unk). There was no difficulty accessing the lesion with a guidewire. The balloon was carefully removed from the pt and another savvy balloon was used to successfully complete the procedure. As per the qualrap, no add'l info is available.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Add'l info will be submitted within 30 days of receipt.